Manufacturer narrative:
(B)(4).

Event description:
A study was conducted to evaluate and compare the 5-year outcome after treatment of a varicose great saphenous vein(gsv) by endovenous thermal laser ablation(evla) and radiofrequency ablation(rfa). The rfa was carried out using medtronic¿s closurefast catheter. The first patients were treated in 2007. The total number of patients treated with rfa was 223. The average age of patients treated in the study was 52.2 years (range 19-80). The average bmi was 26.4 (range 19-50). In all cases the saphenofemoral junction (sfj) was ablated twice in rfa with a safe distance to the femoral vein up to 30 mm. No major complications occurred during the operation. The patients were given low molecular weight heparin during and for up to 14 days after the procedure. The patients¿ legs were bandaged usually for two weeks post-operatively. Post-operative thrombophlebitis was reported in 0.5% of cases.